Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. This is the final report.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's meningitis reportedly resolved. The recipient is doing well. This is the final report.

Event description:
The recipient is reportedly experiencing meningitis. The recipient is presenting with fluid in the mastoid area. The recipient was hospitalized and is currently in the intensive care unit.

Manufacturer narrative:
The recipient was reportedly prescribed antibiotics. The recipient was discharged from the hospital.